Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal.¿ per IFU, adverse events that may occur and/or require intervention include, but are not limited to, embolization (micro or macro) with transient or permanent ischemia.

Event description:
On (B)(6) 2022, the patient underwent emergency endovascular treatment for a thoracoabdominal aortic aneurysm rupture using gore® tag® conformable thoracic stent grafts with active control system. A gore® dryseal flex introducer sheath (dsf) was used as an accessory during the procedure. The patient¿s pre-operative medical history included arteriosclerosis obliterans (aso) and ascending aortic replacement for type a aortic dissection. The patient¿s vascular access sites in iliac and femoral arteries were reportedly narrow (6.2mm to 7.8mm in diameter), but a 22fr dsf was inserted from the left femoral artery considering access difficulty in the abdominal aorta due to severe calcification. The physician reportedly felt strong resistance but was able to advance the dsf to the target site. According to the report, the rupture site and the celiac artery bifurcation could not be visually confirmed; however, two gore® tag® devices were deployed based on supposition as the patient¿s hemodynamics were unstable. After deployment of the gore® tag® devices, the patient¿s hemodynamics were stabilized. No endoleak was noted. It was unknown if the celiac artery was covered by the stent grafts. Before the 22fr sheath was removed, a procedural angiograph was performed, and no problem was found. When the physician was closing the surgical incision, he reportedly noticed that the patient¿s left leg pulse became impalpable. An angiograph reportedly showed occlusion in the left external iliac artery (eia). It was reported the issue could not be resolved using endovascular technique. Therefore, a femoro-femoral bypass was constructed using a gore® propaten® vascular graft (7 mm). The patient tolerated the procedure. According to the physician, the patient¿s underlying condition of aso was a factor for the left eia occlusion. Additionally, the physician commented that the 22fr dsf was inserted in a narrow access vessel and caused blockage of blood flow in the left external iliac artery for a short time, which may also have contributed to this observation.